Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section patient identifier = sid(B)(6).

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The result was not reported out. The sample was repeated with a lower result. The following data was provided: sid (B)(6) initial result = 7.0 mg/dl repeat result = 2.0 mg/dl reference range = 1.3-2.3 mg/dl no impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The result was not reported out. The sample was repeated with a lower result. The following data was provided: sid (B)(6) initial result = 7.0 mg/dl repeat result = 2.0 mg/dl. Reference range = 1.3-2.3 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module, performed troubleshooting procedures, including probe calibration, syringe rebuilding and cleaning the cuvettes manually but was unable to determine a single definitive part the likely cause of the results issue. The alinity c processing module serial number (B)(6), was considered the likely cause. No additional result issues have been reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) was identified.